Event description:
The customer reported a falsely elevated troponin I (access® accutni+3) result, for one patient, involving the access® accutni+3 reagent used in conjunction with the unicel® dxi 800 access® immunoassay system. An initial result of 0.10 ng/ml was obtained. The sample was reanalyzed approximately five hours after, on the same instrument, and generated a result of 12.46 ng/ml, which was released from the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event. The customer then retrieved the sample from the stockyard, re-centrifuged the sample on the statspin, and reanalyzed on the same instrument and obtained a lower result of 0.06 ng/ml. The patient's sample was collected in a plasma tube. The customer noted quality control (qc) recovered within specifications at the time of the event. No instrument issues were noted. The instrument was in operation.

Manufacturer narrative:
There is no indication that the access® accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.